Event description:
Left carotid stent placed in 2001. In 3/2002, a carotid duplex evaluation identified a foreign body in the left common carotid lumen. Three months later, surgery was performed and the foreign body removed from the left common carotid artery. The foreign body is a 4.5 cm in length portion of clear colorless plastic tubing with an outside diameter of 0.15cm and a luminal diameter of 0.1 cm. There were no identifying marks. The pt was discharged in satisfactory condition. It is speculated that the foreign body may be a "balloon cover" from a pta dilation catheter.